Event description:
Report received of pt experience of poor symptom control, excess residual volume at refill and a dye test reaction. Follow up with hcp revealed pt had adequate therapeutic relief for about 2 months post implant of pump. Pump exhibited persistent excess residuals at refill and pt had symptom return of increasing spasms. In january fluoro was done as the catheter appeared to have a hole. At this procedure they were unable to withdraw fluid through the access port prior to injection of the contrast media. Visualization was also difficult due to instrumentation for scoliosis. The catheter enters spine at t 4 and is threaded downward. Thirty minutes post procedure the pt had a "reaction" of dizziness, lightheadedness, alternating spasms and looseness. Hcp at the time felt the reaction was likely due to the contrast used in the procedure. Catheter was revised but no holes or cracks were found. Pt therapy was not improved. February - nuclear study done -same reaction occurred - pt symptoms included nausea, dizziness, lethargy and unresponsiveness. Physostigmine was administered and pt responded. Rotor study done of pump and rotor is turning. Hcp determined that reaction is an extreme sensitivity to baclofen. Pt received bolus of baclofen with both tests because hcp was unable to remove baclofen from the catheter through the side port. Pump was turned off and pt receives oral baclofen and is to be transitioned to another oral med. Pt is doing "ok" on oral baclofen but does not get satisfactory therapeutic results.